Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of the device not powering up. Customer stated that he would replace the power supply board. The root cause of the customer's report was not identified. A review of the device history record showed the device had a manufacture date of 23dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on or off. The customer wanted to know the part number for a power supply board. The tech recommended checking and replacing the battery, check the fuses, replacing the off-line switcher and power supply board. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not turn on or off. The customer wanted to know the part number for a power supply board. The tech recommended checking and replacing the battery, check the fuses, replacing the off-line switcher and power supply board. No additional information was provided. There was no patient involvement.